Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5124443/5126176.

Event description:
It was reported that when the device was turned on for the first time, the patient experienced excruciating increase in preoperative pain. On the next attempt, the patient also experienced pain from low back up into the middle back area and an unwanted stimulation in the lefl flank and kidney area. One of the programs was causing severe pain and urinary incontinence. The patient continued to experienced inadequate stimulation and overstimulation despite reprogramming attempts. The patient had a burning sensation, soreness, swelling and itching around the battery site. The ipg and left lead had migrated as confirmed via x-ray. The patient underwent an explant procedure. All explanted components will not be returned.